Event description:
An older male with history of radical prostatectomy for prostate cancer. He had a penile prosthesis with sphincter implanted many years ago, post radiation therapy to the prostate area. Couple of months ago, he started to experience dysuria. Urology did a cystoscope, showed very pale colored tissue under the sphincter without erosion. He elected to have the sphincter removed. Couple of days ago, surgical removal of the artificial urinary sphincter was performed. No evidence of tissue erosion or infection, just the pale colored tissue underlying the sphincter device - possible ischemia?